Manufacturer narrative:
Our investigator was unable to reproduce the clinician's experience. The returned unit was evaluated and found to function properly and conformed to all design specifications. The jaw tip gap was acceptable; the jaws were parallel and within design specifications. There were no clips remaining in the device. A review of the manufacturing records of lot 1063001 revealed no unusual events during construction; the lot had passed all quality inspections. The exact cause of this failure could not be determined. We are concluding our investigation. This document represents the initial and final report.

Event description:
"Dr was using applied medical 10mm direct drive clip applier. As he inserted clip applier through trocar, a clip fell out of clip applier into the patient. He then removed clip with unknown grasper - at this time dr attempted several clips on a vessel. It took him approximately 7 to 8 clips before he was able to get clips fully deployed on the vessel. The failed clips appeared to stop compressing in the cholangiozone - although clip applier did have an audible click after cholangiozone. He easily removed failed clips from vessel. Dr was extremely dissatisfied with device. After the case dr fired about 5 to 8 clips with all of them properly deployed."